Manufacturer narrative:
The user received sensor replacement alert on 13 june 2024. The investigation on the returned sensor revealed that the reference and signal parameters were noisy. Seven additional sensor check alerts were also asserted on the same day, and ten sensor check alerts were asserted the next day. Based on initial escalation analysis, reference channel instability was evident from the 9th of june and onwards, hence a sensor RMA was issued for further investigation. From the return material analysis testing it was confirmed that there was instability in the optical channels. This instability is most likely due to damaged light filters/photodiodes. As part of resolution, a sensor replacement was offered to the user. No further resolution was necessary for this complaint. B4. Date of this report updated to 11 september 2024. G3. Date received by the manufacturer? 04 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received a new sensor check alert which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.